Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had cubie pocket failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had cubie pocket failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s cubie pockets were failed. The field service engineer (fse) had responded to a failure in the half height cubie, pocket c4, drawer 2.2. The cubie pocket was found to be overfilled, causing the lid to bind. Using test software, the fse was able to open the lid by applying reverse pressure to relieve the force from the overfilled medication. During the repair process, the fse unloaded the medication from the pocket and collaborated with the customer to reload it. The drawer was tested using the test software, and all functions were verified to be operating correctly. The system functioned as intended after the field service engineer repaired the device.